Manufacturer narrative:
(B)(4). Evaluation summary: the guide wire was returned without any blood or contrast visible which is consistent with the guide wire being wiped down prior to shipment to abbott vascular. Analysis did not confirm the reported guide wire tip separation as the tip was tugged on to confirm that the core and shaping ribbon were intact. However, analysis noted core separation at the distal end of the hypotube, which is likely what had separated. A piece of the core remained in the hypotube. Scanning electron microscopy analysis of the guide wire suggests that the core failure may be attributed to ductile overload. It was noted that there was core extending out of the hypotube, indicating the hypotube was properly attached to the core. A hypotube being over pulled or over bent would require it to be trapped within another device in order to create the required forces to cause a separation. In this case, the patient anatomical information was not provided; however, if the anatomy is tortuous and/or calcified, and force is applied to the proximal end of the guide wire, this may cause the guide wire to bend/kink and may ultimately cause the wire to separate during the procedure. Although it was reported that there was no force applied and no kink of the guide wire prior to the separation, guide wires are fragile and it is possible that during removal of the wire from the dispenser hoop, preparation of the wire for use or loading of the wire into another device, that a bend could occur that would later fracture. Analysis also noted corrosion on the proximal, center, and tip solders, which appears to be related to transport back to abbott vascular and does not appear to be related to the reported difficulty. There were offset intermediate coils 1, 4, and 8 mm proximal to the center solder, which is consistent with interaction with other devices, use of the device/operational context of the procedure and shipment post procedure. The reported guide wire separation, delayed therapy/non-surgical treatment and the noted corrosion and offset coils appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. A review of the device lot history record did not reveal any non-conformities which could have contributed to this complaint. Manufacturing performs 100% visual inspection and performs a non-destructive hypotube junction pull test. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that during the interventional procedure, the balance middle weight hydro guide wire tip detached in the introducer sheath. Reportedly, there was no force applied and no kinking of the guide wire prior to the detachment. The procedure time was increased. There was no adverse pt effect. Though requested, additional info was not provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.